Manufacturer narrative:
Product complaint # (B)(4). Batch # r5av57. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open unknown procedure, the firing knob of the device was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.